Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed to recover due to the faulty latch. The field service engineer resolved the issue by latch replacement. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager was failed to recover and displayed a error message. Additionally, it was reported that the user was able to retrieve the needed medication from other devices and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this incident.